Manufacturer narrative:
Upon further assessment previously reported FDA patient code (e2326 - inflammation) is not applicable for this complaint. Hence, the mentioned code has been retracted from section h.6. Additional information was provided in sections h.6 and h.11. All batches are released according to the required specifications. Chemistry and micro data must meet regulatory requirements prior to each batch. The components issued to each lot must meet incoming inspection criteria prior to use in manufacturing. A lot code would be required for review of the complaint history and the batch documentation. No sample returned for evaluation. As insufficient information was provided for investigation, a conclusive root cause cannot be determined for the complaint conditions. Consumer mishandling, consumer physiology, and unrelated events could not be eliminated as potential root causes. All batches are released according to the required specifications. A sample or lot code would be required for review of the complaint history and analytical test results prior to release associated with the reported product. Insufficient information provided for investigation or root cause of this complaint, no action is required at this time. As no lot code or sample was received, no further risk assessment can be performed. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that a patient experienced endophthalmitis in the left eye on or before fourteen days after cataract surgery. Prior to surgery, patient was given antiseptic, antibiotic and preop regime medication. Balanced salt solution was also used. Patient eye was diagnosed with aqueous cell, aqueous fibrin and hypopyon. Patient underwent vitrectomy surgery, anterior chamber wash and topical medical adjustment as an intervention of the event. Patient was treated with steroids, antibiotics, nonsteroidal anti-inflammatory drugs and subconjunctival injection post operation. Currently the patient condition was resolved.